Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed, which indicates that the device may have contributed to the customer reported issue. Fse replaced the integrated electrosurgical unit (iesu) [erbe]. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. In error log, no data was found to indicate that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on an in-house system where the unit functioned as expected. The unit energized and cauterized and all ports recognized instruments.

Event description:
It was reported that prior to the start - pre-anesthesia of a da vinci-assisted surgical procedure, the integrated electrosurgical unit (iesu) [erbe] ground pad was not detected, the icon was remaining red after connection. The customer replaced the cable and then the electrode, but no change. The procedure was aborted without patient involvement.